Manufacturer narrative:
Mml reference(B)(4). B2.: other: pain/discomfort.

Event description:
It was reported, that the patient has persistent pocket pain. And sessions are painful, no matter how much adjustment was done. The implantable pulse generator (ipg) was implanted on the right flank, causing discomfort in the pocket site. Reportedly, the patient is extremely sensitive to programming changes. And it was challenging to program above the contraction threshold and below the limited stimulation tolerance. Which caused multiple visits, since the device activation. In addition, the patient tended to overdo it or push through discomfort. Before the reactiv8 system implant, the patient was implanted with a biones device to help treat his chronic lower back pain (clbp). It is unknown, when the patient was implanted with the bioness device. The precise stimulation target of the bioness device is unknown. However, the patient reported, not getting much relief with the biones device and stopped using it. A review of the implant images showed, the bioness leads were left inside the patient. The physician was encouraged to remove the biones device, during the reactiv8 implant. However, they were left inside the patient at the physician's discretion. The reactiv8 system was explanted with no reports of patient harm or injury. All components were removed and intact. This report is associated with manufacturing report number 3013017877-2024-00019.

Manufacturer narrative:
Mml reference # (B)(4). B2 other: pain/discomfort. The implantable pulse generator (ipg) was evaluated and passed the functional testing. The ipg manufacturing record was reviewed. No non-conformances were found. Updated d2 and h6.

Event description:
It was reported that the patient has persistent pocket pain, and sessions are painful no matter how much adjustment was done. The implantable pulse generator (ipg) was implanted on the right flank, causing discomfort in the pocket site. Reportedly, the patient is extremely sensitive to programming changes, and it was challenging to program above the contraction threshold and below the limited stimulation tolerance, which caused multiple visits since the device activation. In addition, the patient tended to overdo it or push through discomfort. Before the reactiv8 system implant, the patient was implanted with a biones device to help treat his chronic lower back pain (clbp). It is unknown when the patient was implanted with the bioness device. The precise stimulation target of the bioness device is unknown. However, the patient reported not getting much relief with the biones device and stopped using it. A review of the implant images showed the bioness leads were left inside the patient. The physician was encouraged to remove the biones device during the reactiv8 implant; however, they were left inside the patient at the physician's discretion. The reactiv8 system was explanted with no reports of patient harm or injury. All components were removed and intact. This report is associated with manufacturing report number 3013017877-2024-00019.